Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device did not work as well as their first implant; the patient didn't think the surgeon put it in correctly.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-30 the pt's response to a follow up request for additional information was received. They reported that the leads had failed and had a device replacement in 2023, and since then their pain relief had not been the same. The pt did not know what the cause of the less effective pain relief was, but noted "maybe scar tissue?". The pt has made several attempts to see the surgeon, but only sent an advanced practice registered nurse (aprn). The pt confirmed the issue has not been resolved. They may be referred to someone else.